Manufacturer narrative:
E1:patient city: (B)(6). Patient country: france.

Event description:
Reference number (B)(4). Event occurred in france on (B)(6) 2025, it was reported that the patient had experienced a leak from connection of hub to the reservoir. No further information available.